Manufacturer narrative:
(B)(4). Date sent: 11/18/2015. (B)(4)> the analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired and with cartridge deck and drivers damaged. The found damage on the deck and knife is consistent when the device with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line or malformed staples were noted during functional testing. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, after the seventh firing with a blue reload on lung parenchyma the staple line was incomplete and the staples were loose in/on the tissue. The reload looked broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.